Event description:
The united health service biomedical chief technician reported that a patient death had occurred in 2008 while a patient was receiving therapy at the dialysis clinic. Reportedly, the patient coded, cardio pulmonary resuscitation (CPR) was initiated without success and the patient expired at approximately 1730 on that day. The facility advised that no alarms had occurred, and no machine issues were detected at the time of the incident. The facility reported that the patient possibly expired due to an aneurysm. The device has been sequestered.

Manufacturer narrative:
An on site visit was conducted on 11/10/2008 by the field service engineer. Evaluation of the device indicates: no problems noted with visual inspection of instrument. Device passed self test without alarm. During testing the instrument alarmed "machine shutdown bypass has failed". Replaced the flow sensors and calibrated the temperature and conductivity. The device functioned within specification.